Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the device to be in good physical condition; noted however to have a cracked right plunger case. Device then underwent occlusion testing and the reported customer complaint was duplicated. The plunger lever was noted to be hard to press, the lever seal had contamination. The problem source was determined to be user interface as issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had check clutch plunger error during occlusion test. No patient involvement.